Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the staples were misaligned with one staple having been pushed on top of the others at the front of the cover block. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing. Flash in the cover block was discovered after disassembly, as well as die cast anomalies on the forming tool. Per DHR the product visistat 35r 6/box lot # 73d2401084 was manufactured on 04/26/2024 a total of (B)(4) pieces. Lot was released on 05/14/2024. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "one or some staples fell from the stapler during a surgery. The user the stapler replaced the stapler with a new one, but the same issue occurred. Therefore, the third unit was used to complete the procedure. No staple fell/remained in the patient, and no injury to the patient occurred". Associated MDR # 3003898360-2025-00063.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "one or some staples fell from the stapler during a surgery. The user the stapler replaced the stapler with a new one, but the same issue occurred. Therefore, the third unit was used to complete the procedure. No staple fell/remained in the patient, and no injury to the patient occurred". See associated MDR #3003898360-2025-00063.